Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The device was evaluated and the reported condition was confirmed. The assignable root cause was determined to be due to improper reprocessing, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the power module device had liquid damage and had no function. It was further determined that the device failed pretest for check indicator ¿ liquid damage, saw- test, function- test, charging and checking of power module in charger, information button & self-test and check position of motor shaft. It was noted in the service order that prior to a procedure, the device did not work. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.